Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that at on (B)(6) 2026, fluid leakage was observed at the end of the patient¿s PICC line. Upon examination, the line was found to be broken and protruding, posing a risk of residual fragments remaining in the body. The puncture site was disinfected and compressed, and a chest x-ray was performed, which revealed no residual fragments. No further details provided.